Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was not returned. Two kinks were found on the inner lumen within the membrane approx 26.4cm and 27.2cm from the iab tip. Product eval: an underwater leak test of the balloon, catheter and fitting was performed and no leaks were detected. Conclusion: the condition of the iab as received indicated kinks on the inner lumen. No leaks were detected on the iab. It is difficult to determine when the kinks occurred. It may have occurred during insertion, during iab removal, during iabp therapy, from pt movement, or while packaging/shipping the iab back for eval. (B)(4).

Event description:
I received a complaint from the perfusionist at medical center of (B)(6). She reported a leak in iab circuit on mega 50cc iab, serial number (B)(4). The iab apparently had a leak; there was no blood back in the tubing. When the iab was removed, the perfusionist stated that there was kinking on the inside of the catheter. From balloon report data sheet: pt had been coded and iab inserted due to inability to stent or fix block vessels. Iab leak occurred repeatedly and then pt was coded again. Due to complicated cardiac history iab was not replaced, CPR was done and then pt pronounced. Follow-up indicated that pt was very sick and they do not believe death caused or contributed by event.